Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.4, 1.7, 1.7, lab: 2.1. Patient's therapeutic range: 2.0-3.0 inr. Patient reported having severe nosebleeds in the past few weeks, but did not have any a few days prior to or since her discrepancy on (B)(6) 2012. On (B)(6) 2012, patient did two fingersticks then called the doctor and went to the hospital for a lab test later that day.

Manufacturer narrative:
Investigation pending.